Manufacturer narrative:
Concomitant medical products: model 3788, scs ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the ipg replacement procedure (reference MFR. Report# 1627487-2017-01639) on (B)(6) 2017 diagnostics determined high impedances when the extension was tested with the external device. The extension was disconnected and normal impedances were observed upon testing the lead. As a result, extension was explanted and the lead was connected to the ipg. Stimulation was restored postoperatively.